Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. The right atrial (ra) lead exhibited rising, high thresholds and no capture. The atrial loss of capture lead to inappropriate pacing of the right ventricular (rv) lead and the patient experienced shortness of breath. The ra lead was capped and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.